Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was not working correctly. The customer experienced hyperglycemia and diabetic ketoacidosis, had an emergency room visit. The customer reported blood glucose value of 575 mg/dl. The customer reported symptoms like feeling sick/unwell and vomiting at the time of hospitalization. The event involved product(s) mmt-1884, unk_sensor, unomedical, mmt-342. Troubleshooting was partially performed and the customer was using the insulin pump within 48 hours of the reported event and also the auto mode feature at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the device or not. Product return is required for mmt-1884. No product(s) return is required for unk_sensor, unomedical, mmt-342.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08700 inches. The thump and carelink software was utilized and downloaded trace/history files properly. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly. On the primary svn#: (B)(4), unable to verify daily total of basal/bolus and all insulin delivered on the event date 04-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the (primary svn#: (B)(4)) event date of 04-jun-2025, these pump error(s)/alarm(s) were noted. Multiple no delivery alarm/insulin flow blocked alarm were found on 06/03/2025 at 21:51:48.000, 06/04/2025 from 03:57:00.000 until 07:34:49.000 during bolus deliveries. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.2 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged not confirmed alleged for could not find sensor signal and had a loss of communication issue between the insulin pump and transmitter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.